Event description:
The customer reported via phone call that they received a motor error alarm during fill tubing. Customer's blood glucose was 458 mg/dl. Customer treated their blood glucose with a manual injection. It was found the customer had high blood glucose from steroid medications. Customer stated they were hospitalized for seven days after having neck surgery. The customer also reported their buttons were unresponsive. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test and verify motor error alarm due to no button response. The motor passed motor test. The insulin pump was received with broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.